Event description:
It was reported that the patient went to (B)(6) in (B)(6). The patient fell on (B)(6) 2014 after she was walking in the hotel room and they were packing and she slipped on the silky bed-spread. The patient broke her femur; she had to undergo surgery; she stayed in a rehab center and used a lot of her ptm (personal therapy manager) boluses. The patient saw her managing hcp (healthcare provider) and he offered to lock out the boluses because the patient¿s pump was low and he wanted to prevent withdrawal. The patient agreed because ¿I wasn't thinking I was hurting so bad I said I guess so." The patient saw the managing hcp (healthcare provider) again on (B)(6) 2014 and he turned her boluses back on. Since that time, the patient had been having problems with the ptm. The patient was seeing the poor communication screen on the ptm when requesting a bolus. The patient did not use an antenna with the ptm. The patient had already tried changing the batteries; the patient was using brand new aaa alkaline batteries. The patient was holding the ptm right over her pump when requesting a bolus. The ptm was not dropped during her fall; she kept the ptm in its case. The patient¿s managing hcp was aware of her fall. The hcp was not concerned that her fall impacted her pump; the pump was on the opposite side that she fell on. When the patient fell she hit her hip on the concrete floor. The patient¿s leg was in a brace and she couldn¿t put any weight on it so she was in a wheelchair. The patient was wondering if the poor communication with the ptm was being caused by the angle of her pump. Her pump ¿hangs down¿ and she had a ¿skin apron¿ because she used to weigh (B)(6) when the pump was initially implanted; she now weighed (B)(6). The patient thought that the pump hanged more now because of her weight loss. The weight had been gradually coming off more and more lately. The patient stated that it had always hung down; she thought it was the way that it was placed. The patient did not have communication issues in the past and had been able to use the ptm while standing up at the doctor¿s office. The patient was in pain and hurting because of the fall; they put a plate from the middle of her femur all the way down to her knee and wrapped it around the front and this was on her leg with the artificial knee. The device system was delivering fentanyl, clonidine, and morphine. It was later reported that the cause of the pump positioning issue was due to ¿inadequate design of pump, poor support from engineering.¿ it was also noted "the doctor at the university of (B)(6) misprogrammed the pump." Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8703, lot # j94142102, implanted: (B)(6) 1994, product type catheter; product ID 8840, serial # unknown, product type programmer, physician; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).